Event description:
It was reported that the customer experienced a high blood glucose (bg) level reported as "high"; per continuous glucose monitor reading. Cause was not known. Customer administered a correction bolus via the pump to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Device not returned.